Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw ii, inflation: priority pack 20/30, guide cath:, sheath: 6 fr. (B)(4) - incorrect preparation. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions-clarifier correction. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: prior to use, verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a moderately tortuous, non-calcified, mid, left anterior descending artery, a xience prime 2.5 x 23 mm stent delivery system was advanced inside the patients anatomy. As the xience prime 2.5 x 23 mm balloon was inflated it was noticed that the stent was not located on the stent delivery system. Reportedly, the stent was found on the stylet and was dislodged as the yellow protection sheath was being removed during preparation. Another non-abbott stent delivery system was used successfully for the procedure. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.